Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical smiths medical trach tube was returned for analysis. During analysis, using leak test procedure air was applied to the device and a leak detected on pilot balloon. Using magnification, a cut/hole was found while manipulating the pilot balloon. All devices are 100% leak tested prior to packaging. The instruction for use states under warnings to guard against product damage by avoiding contact with sharp edges. The investigation did not reveal any intrinsic manufacturing defects with the returned device. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
It was reported that a smiths medical trach tube leaked h2o from cuff causing cuff to deflate. Trach change was needed. No adverse patient effects were reported.